Manufacturer narrative:
Date sent: 7/2/08. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap. Cholecystectomy procedure, the clips flew away from the jaws into the pt. The clips were recovered from the pt. The case was completed with the same like device. There was no adverse pt consequence reported.